Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Images were evaluated by gore. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pre-procedure computed tomography scan is not available. Available images were not calibrated no measurements could be generated. On the intra-operative images the proximal end of the implanted device appeared to be at the level of the left subclavian artery. The poor inner curve wall apposition at the proximal end of the implanted device was observed. On (B)(6) 2011 available axial images appeared to show that the implanted device was compressed along the lateral wall of the aorta. The distal end of the implanted device is circular. The aortic size as informed by physician is between 23-24 mm. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the aortic treatment range for a tag2810 device is 24-26mm. According to th IFU, use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device infolding, excessive device compression, endoleak, wire fracture, migration). Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. Compliance with device sizing recommendations is critical to optimal performance of the device. Appropriate procedural imaging is required to successfully position the gore tag thoracic endoprosthesis in the neck and to assure appropriate apposition to the aortic wall. Device apposition to the inner curve of the aortic arch should be confirmed with procedural fluoroscopy and non-contrast radiography. If device apposition is not complete, the use of ballooning and / or additional gore tag device(s) has been reported by physicians to assure apposition of the gore tag device to the aortic wall in the acute setting. Additionally, the IFU state that the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following patient etiologies: traumatic aortic transections. Also, according to the IFU, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: pulmonary complications, reoperation and surgical conversion. Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2011, the patient was implanted with a gore tag thoracic endoprosthesis to treat a traumatic transection with a pseudoaneurysm. The device was not ballooned after procedure. On (B)(6) 2011, a computed tomography scan demonstrated that the device was not opened fully. Also, the lung function was deteriorating. On (B)(6) 2011, the gore tag thoracic endoprosthesis was dilated several times with a gore tri-lobe balloon catheter, but the device collapsed back everytime after ballooning procedure. The physician decided to repair at a later date. The device collapse still has not been repaired due to the patient's lung condition.